Event description:
It was reported to manufacturer that the vns patient had their lead and generator replaced due to high lead impedance. The high lead impedance resulted from a diagnostic test that was performed and a follow up visit with the neurologist. The surgeon reviewed x-rays prior to surgery to asses the system, and "saw nothing conclusive". During surgery, the surgeon noted that the lead seemed "brittle" and replaced the device. Good faith attempts to obtain additional information from the treating neurologist have been made, but have been unsuccessful to date. The explanted lead and generator are not expected to be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.